Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated results while using architect prolactin reagents. The following data was provided. The customer uses normal range 5.18 to 26.53 ng/ml. Initial (tested (B)(6) 2018) 277.12 ng/ml, repeat 268.50 ng/ml. Other method was lower when tested on (B)(6) 2018 (31.57 ng/ml), however the method used was not provided. Testing at another laboratory using the architect method on (B)(6) 2018 was higher, 221.9 ng/ml (normal range used 1.3 to 25 ng/ml). Previous results for this patient were lower, 21.14 ng/ml (tested (B)(6) 2018) and 56.93 ng/ml (tested (B)(6) 2017). No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, labeling review, and accuracy testing. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The product was not returned. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.